Manufacturer narrative:
Date of event: date of event estimated. Date of event: date of implant estimated. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of myocardial infarction is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported myocardial infarction and neurological deficit/dysfunction, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report number. The additional adverse patient effects referenced are being filed under a separate medwatch report number. The UDI # could not be provided as the part and lot numbers are unknown. Literature attachment. Article title ¿bioflow-IV, a randomised, intercontinental, multicentre study to assess the safety and effectiveness of the orsiro sirolimus-eluting stent in the treatment of subjects with de novo coronary artery lesions: primary outcome target vessel failure at 12 month¿.

Event description:
It was reported through a research article identifying xience prime and xience xpedition that may be related to the following: death, myocardial infarction (mi), target lesion failure (tlf), target lesion revascularization (tlr), target vessel revascularization (tvr), and cerebrovascular disease [neurological dysfunction]. The article summarizes outcomes of 181 patients treated with a xience prime/xpedition stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "bioflow-IV, a randomised, intercontinental, multicentre study to assess the safety and effectiveness of the orsiro sirolimus-eluting stent in the treatment of subjects with de novo coronary artery lesions: primary outcome target vessel failure at 12 month".